Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech found the right trend spring was not unlocking and adjusted the gas spring to repair the bed.